Event description:
Customer reported the numbers on the screen of the insulin pump were just scrolling. Customer's blood glucose was 124 mg/dl. The up and down buttons on the device were not working and they seemed stuck. Customer was trying to give a bolus when she noticed the issue. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No unexpected number anomaly was noted on the display. The insulin pump had intermittent button response on the up arrow button due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.